Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported the instrument was replaced and the alleged spine clamp was discarded by the site. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the screw on a small spine clamp instrument was stripped. No further details regarding the damage, or how it occurred, were provided. The issue was detected in sterile processing with no patient present.